Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the black box did not find any errors, alarms, or warnings associated with the complaint. There were four ¿rewind align¿ attempts on (B)(6) 2016, indicating a possible load step malfunction may have occurred. The issue was not duplicated during investigation. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no issues occurring. Unrelated to the original complaint, investigation revealed that the force sensor flex was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly the piston was stopping short of the cartridge during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the patient is unable to use the pump.